Manufacturer narrative:
Batch review performed on 31 mar 2026. Lot 2516130: (B)(4) items manufactured and released on 01-10-2025. Expiration date: 2030-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2516471: (B)(4) items manufactured and released on 18-11-2025. Expiration date: 2030-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2418609: (B)(4) items manufactured and released on 01-10-2024. Expiration date: 2029-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 3 months after the previous surgery (it was due to infection) due to shoulder instability.